Event description:
It was reported by the customer that a patient underwent a gynecological procedure in late 2007. During the procedure, the motor drive unit was not driving the disposable hand pieces and "kept binding" the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.